Manufacturer narrative:
The device history records could not be reviewed as no lot information was provided. No product was returned so a review of the product could not be completed. Further investigation of the reported issue with inventory analyst personnel revealed that customers are able to source kits that are "incomplete" or missing items, as these bundles are customizable and provide an option to make updates to the order based on the user's need that may differ from a standard kit bundle. However, the system is 100% transparent and notifies the user what quantities vary from the standard bundled item list. Therefore, the customer was aware that the kits were being received without the drill bits, as there is complete stock transparency for the customer prior to any procedure. This device is used for treatment. A complaint history review was conducted for part# 00-5604-004-07. The search identified no other complaints for this device for the same or a similar issue.

Event description:
It is reported that two disposable drill bits were not included with the associated kits when received for surgery. The surgeon was able to complete the surgery using biotendonesis disposable drill bits.